Event description:
The facility reported a colleague infusion pump with a malfunction with the keypad on the phm (pump head module) assembly. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a keypad on the pump head module assembly that is not working was not confirmed during product evaluation by baxter service personnel. The cause was not identified and no further actions were taken to repair the reported problem. The user interface module software version for this device is colleague 2006 (6.13.90). A device history review was performed finding that the pump failed 'prime tube reading'. It was recalibrated and passed all subsequent testing. A service history review revealed that prior servicing did not cause or contribute to the reported condition.